Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (described by the patient as heating) at the ipg site while re-charging. The patient also stated she has to recharge the ipg more frequently, as such, the patient will undergo surgical intervention to address the issues.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Reportedly, the patient has effective therapy post-operative.